Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
"This lead slipped in the suture sleeve and the atrial electrode was in the ventricular. The physician slid the lead back and pulled the slack out to reposition the atrial electrode back into the correct position." This lead remains actively implanted. There were no adverse patient events reported. Should additional information be received, this file will be updated.